Event description:
The territory mgr reported that during a lap tubal the obturator's shield would not retract off of the blade, therefore making it very difficult to penetrate the peritoneum. It took several times to get the obturator through. The territory mgr stated she saw the peritoneum stretching in one case and the shield was not retracted. The surgeon stated it may have been due to the angle of insertion or the strength of the surgeon. Pt was reportedly bleeding internally as a result of this event. Info has not been made available relative to intervention required to stop the bleeding or if the bleeding was from the operative field or from an organ.